Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is broken; the lcd (liquid crystal display) is out of mechanical specification (bleeding).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the top of the display shows signs of wear and tear and is obscured. It was also reported the top display is broken. The device was returned for repair. No patient involvement was reported.